Manufacturer narrative:
Additional information: device manufacturing date and device expiration date provided. Analysis results: upon receipt at medtronic's quality assurance laboratory, visual inspection confirmed the tip of one device was broken. Both returned devices were split in the same location. Performance testing was not performed as the devices were not considered functional due to their returned condition. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis confirmed that the cannula tips were separated at the suture collar on two separate samples returned. It was also noted that on one of the units, the tip was crushed. Based on the information provided and analysis results, this finding is likely attributed to physical shock during storage of the units outside the master box. This is not a manufacturing issue as this product is inspected prior to leaving manufacturing.

Manufacturer narrative:
The product has been returned and continues to undergo analysis. Upon completion of the analysis, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to cannulation with this arterial cannula (lot unknown), it was noted that a piece of the tip was missing and breaks were observed. Although the missing piece was not found on/in the surgical field, the surgeon and scrubnurse reported being very certain that it was not in the patient. A second device of the same model but different lot (11691767) was chosen and during cannulation the tip separated from the distal tip of the device. The cannula was removed and a third device was successful in cannulating the aorta. The procedure was completed with no adverse patient outcomes. Both devices involved in the event were returned for analysis.

Event description:
Medtronic received information that prior to cannulation with this arterial cannula, it was noted that a piece of the tip was missing and breaks were observed. Although the missing piece was not found on/in the surgical field, the surgeon reported being very certain that it was not in the patient.

Manufacturer narrative:
Corrected information: the event description was revised to provide additional event details provided by the surgeon. Since the lot number was not recorded by the user facility, the device history records were not able to be reviewed. As two devices were involved in this event, please refer to MDR number 2184009-2014-00006 for the secondary device involved in this product event. Additional information: this product event is included in a trend analysis. In an effort to determine root cause, medtronic attempted to recreate the failure mode in a simulated use condition operating room. This included preconditioning samples using an ice bath, use of different suture techniques and materials, and manipulating the cannula as is done with any cardiopulmonary bypass case. In addition, the manufacturing equipment, non-conforming material reports, and any manufacturing process changes (if applicable) were thoroughly reviewed to detect any abnormalities that would have caused or contributed to this event. The results of testing post-production cannula in the simulated operating room created a split to the cannula body in the suture collar region; to the unaided eye, this split appeared similar to those as reported to medtronic. The sample was sent to medtronic¿s science and technology laboratory for a magnified visual inspection. This inspection concluded that the created split in the cannula body in the suture collar region did not present the same visual indicators as those observed in the returned devices as reported to medtronic. A review of the manufacturing process did not identify any out of specification conditions that would have caused or contributed to the split in the cannula body in the suture collar region. Conclusion: the root cause for the split in the cannula body in the suture collar region is unable to be determined at this time. Medtronic will continue to monitor the field performance of this device to detect similar events, should they occur. (B)(4).